Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. Device was also received with cracked display window corner.

Event description:
Customer's daughter reported via phone call that the buttons were not responding while trying to change her set. She changed the battery and then, insulin pump alarmed button error. Blood glucose value was 500 mg/dl; treated with manual injection. No significant events leading to the alarm. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.